Manufacturer narrative:
(B)(4).

Event description:
Physician was treating lesion in the left main and cx arteries. The lesion was reported to have moderate tortuosity and severe calcification with 90% stenosis, it was further reported that there were excessive amounts of calcification and very tight stenosis. No difficulties noted when removing the protective sheath for any of the devices. Stents were inspected post removal of the protective sheaths, no issues noted and all devices were prepped with no issues noted. It was reported that all devices passed through a previously deployed stent, resistance was encountered during use of all devices and excessive force was used. It was reported that a non-medtronic guide was used to engage the left main (lm) coronary artery, and a 0.014" non-medtronic wire used "to wire" the circumflex (cx) artery. The lesion was pre-dilated using a 2.5mm euphora. The physician attempted to deliver a resolute integrity (2.50x30) however this was unsuccessful and the stent "unraveled" and was subsequently removed, it was still partly on delivery system. The physician then attempted to use a second resolute integrity (2.25x30), the stent dislodged. The physician was unaware the stent had dislodged and so attempted to deliver a third resolute integrity (2.25x14), this was unsuccessful. Dislodged stent was not removed. The resolute integrity (2.25x14) stent was intact when removed from the body. Approximately 2 days later the patient was brought back to lab for successful pci of cx with two resolute integrity stents deployed. Patient is doing fine. No injury was reported to the patient.